Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: cp1a.260405.005. Hardware: pixel 6. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time\[1]"\[2]"\[3]"..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. \[1]" beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626 \[2]" welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755 \[3]" puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient reported that she initially did not realize she was wearing an impacted pod. She later recalled that while traveling for a family matter, on the night of (B)(6) 2026, she began experiencing elevated blood glucose levels while waiting in her room to be picked up. The patient reported administering multiple correction boluses, and at one point received a ¿change pod now¿ alert. She believes she may have lost consciousness shortly thereafter, as she later regained awareness with paramedics present and was holding a new pod package. The patient was transported to the emergency room (ER) and subsequently transferred to another facility for admission. The patient¿s blood glucose (bg) level reportedly rose to over 1000 mg/dl while wearing the pod on the abdomen for longer than 48 hours. Reported symptoms included extreme fatigue, somnolence, confusion, and episodes of lost time, including an instance where the patient became unconscious and did not recall events until awakening in the hospital. The patient also reported generalized weakness and inability to ambulate independently. The patient was diagnosed with dka. Treatment administered included intravenous (IV) therapy, continuous monitoring, intravenous insulin administration, and insulin therapy with novolog and lantus, complete bed rest, and walker assistance. The patient remained hospitalized for approximately four days and was discharged on (B)(6) 2026.